Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection was performed. The customer reported problem was confirmed. According to the investigation, the pump dowel pin fell out of the plunger head mount which caused the reported problem. Investigator replaced the pump plunger head mount and pressed in new dowel pin. According to the investigation, the cause of the issue is design related.

Event description:
Information was received that this smiths medical medfusion 3500 pump "syringe lever did not work". No adverse effects were reported.